Event description:
Information received from the field notes that post implant tests revealed that the patient's rate had dropped to 45 ppm. An ECG revealed loss of ventricular capture and an x-ray showed that the lead had dislodged. After the lead was repositioned, normal function was observed.